Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the suture loosened from the needle. The surgeon used a new suture to resolve the issue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-two device sealed and two opened by the account. The visual inspection and functional evaluation of the returned sealed samples had acceptable results. The visual inspection of the opened devices noted no needles and one suture. The suture was cleanly detached from the needle. There was also an empty foil pouch returned with no product included. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.